Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that it was unknown if the catheter was emptied prior to/during replacement. The concentration of the drug in the catheter was reported to be the same as in the new pump and the concentration in the reservoir was reported to be the same as before. The infusion rate that was programmed after the implant remained the same as before.

Manufacturer narrative:
H3: 8637-40 pump: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed two of two dispense tests performed. Analysis identified the pump was not properly programmed. No priming bolus was programmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the initial reason for the initial pump replacement performed on (B)(6) 2025 was due to battery depletion. The brand name, drug concentration and dose rate of baclofen that the patient was receiving at the time of the event was unknown. The clinician programmer used was the n'vision. When asked if pump logs were available, it was stated that the rep took pictures of the programming done but did not remember if and how to take logs from n'vision. When asked for cause of the event/showing signs of overdosing following pump replacement, it was stated that the patient was himself after surgery but then was affected in a way they believed was overdose. Additional information received indicated that the initial pump replacement was due to normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was replaced on (B)(6) 2025, and later that day the patient was affected and they suspected the pump. The patient showed signs of overdosing and it was noted that the pump perhaps gave too much. Regarding factors that may have led or contributed to the issue, priming bolus, programming details, and change of drug concentrations details were asked. The patient went to surgery for replacement later the same day. The pump was replaced on (B)(6) 2025. The issue was resolved as of (B)(6) 2025. The patient was described as fine and was without injury regarding their status as of (B)(6) 2025 the pump was in possession of the hospital and the pump was requested to be returned to the manufacturer. The patient's medical history and age at the time of the event were unknown or would not be made available.